Event description:
Reporter contacted ciba vision for the first time in july 2000. Reporter has worn contact lenses for 20 yrs. Various brands and prescriptions. Their lens is the only one that turns yellow. In fact, reporter's lens case also turns yellow. Ciba vision blames it on eye tears. There are no tears in reporter's lens case. The lens is cleaned and the case has saline solution. Reporter feels they have a problem with the material and asks what is this doing to their eye.